Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital on (B)(6) 2020. The customer was hospitalized on (B)(6) 2020 due to blood glucose value dropped to 38 mg/dl. The cause of death was covid 19. The caller stated that the customer had covid 19 issue that may have led to the customer's passing. The customer¿s blood glucose was 38 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death and finally removed the insulin pump on (B)(6) 2020. The customer was using sensors. Customer had 38 mg/dl blood glucose and got sick with covid 19 and breathing problems due to illness from covid 19. It was unknown if the caller will return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in description summary and provided in b5 section of this report.

Event description:
Customer was admitted on (B)(6) 2020 for covid, low blood glucose occurred on (B)(6) 2020 and pump was removed by hospital staff on that day. Customer's daughter said low blood glucose of 38mg/dl was not pump/consumable related. Low blood glucose was due to hospital was treating him for diabetes by the own medical equipment while he was using the pump. Hospital did not know how to use the pump. They gave him too much insulin because they did not know how to use the pump. Customer then passed from covid on (B)(6) 2021. It is unknown if sensor was used. Please see case-2022-00262292 for the death reporting.